Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that pump c made a noise when being turned. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.